Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for two patients across multiple days. This report represents the elevated initial accutni result, above the acute myocardial infarction (ami) threshold, generated from an unicel dxc 600i synchron access clinical system for one patient sample on (B)(6) 2012. The initial, elevated accutni result was reported out of the laboratory and the patient was sent to the cardiac catheterization laboratory based upon the result. Beckman coulter inc. Assessment of customer supplied patient data revealed that repeat testing of the sample on another instrument generated a lower accutni result within the risk stratification range of the assay. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that assay quality control results were within customer established specifications prior to the event. A calibration performed prior to the event, and a system check executed on the date of the event generated results which met specifications. The initial sample was collected in a sodium heparin tube and was tested from the primary tube. It was centrifuged for three minutes at eight thousand revolutions per minute at room temperature prior to testing. The sample was normal in appearance the reagent lot and calibrator lot associated with this event was (B)(4) respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The customer identified that all of their reagent packs were in the incorrect slots on the reagent carousel. The field service engineer (fse) removed the reagent carousel and checked the belt, torque nut and all other hardware with no issues noted. The fse performed the necessary alignments and then cleaned and reseated all of the electronic boards. The fse also replaced a bad reaction vessel shuttle assembly, waste pump tubing, aspirate probes and installed new seals in the both the precision and wash pumps. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. Use error, in the form of a misloaded reagent pack was a contributing cause to this event. The failure mode of this event is currently unknown. Beckman coulter inc. Issued customer notification in conjunction with this issue. Mdrs associated with this event: 2122870-2012-01669, 2122870-2012-01676.